Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and checked the integrated multisensor technology (imt) system, replaced imt tubing, performed alignments and adjusted the pump rate to 76. On follow up, the cse returned to the customer site and replaced the sample probe solenoid. Siemens has reviewed the solidstate multisensor (ssm) data files and no instrument related issues were observed. There were successful calibrations before sample testing and quality control (qc) was in range at the time of the event. The customer runs all samples in duplicate and runs qc after observing a discrepant result. Based on the information provided, the cause for the discordant sodium patient result is unknown. Sample integrity, other preanalytical variables, replacement of the imt tubing, adjustment of the pump rate and replacement of the sample probe solenoid cannot be ruled out as potential contributing factors. Quality control (qc) samples were in range indicating acceptable instrument and reagent performance, ruling out a reagent lot or method issue. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2019-00308 was filed for this event.

Event description:
A discordant, falsely low sodium (na) initial result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The same patient sample was repeated on the same instrument and on an alternate dimension exl instrument, resulting higher. The higher repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.